Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. Customer¿s blood glucose (bg) was high, via continuous glucose monitor (cgm) reading. Bg was addressed via manual injections. The customer changed out all supplies to resolve occlusions. During a follow up meeting with tandem clinical diabetes specialist, it was noted that the customer was removing too much air from the cartridge during the load process.